Event description:
It was reported via a trial that five days after the implantation of the acculink stent in the right internal carotid artery, the patient experienced a sudden vision change in her right eye. The lower half of her vision was dark. A fluroescein angiogram showed delayed filling. The carotid duplex was normal. The head CT scan showed no acute changed. There was no reported treatment and the patient's condition is continuing, but improved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of neurological deficit and visual disturbances are known adverse events listed in the acculink instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.